Event description:
It was reported that the pump shut off unexpectedly. Reportedly the customer went to the emergency room and subsequently admitted to the intensive care unit (ICU). Blood glucose level reached 867 mg/dl with ketones. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond.